Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported noticing a leak around the plunger of the cartridge. The pt reports that her blood glucose levels have been elevating since beginning use of the cartridge. Her blood glucose levels rose to 343mg/dl and she is nauseous with ketones. No reported site issues and no change in activity.